Event description:
Boston scientific received information that high out of range pacing impedances as well as loss of capture were noted on the left ventricular (lv) lead. A lead fracture was suspected. The lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis this event will be updated.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory, the complete lead was returned. Both the inner and outer coils of this lead were fractured 416-417mm from the terminal pin.